Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: pressure does not rise due to a leak. This occurrence was noticed before it was used on a patient. The alarm was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: pressure does not rise due to a leak. This occurrence was noticed before it was used on a patient. The alarm was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of (B)(6) (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.